Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 508 mg/dl. The other blood glucose mentioned is 400 mg/dl. The customer¿s current blood glucose level was 260 mg/dl. The customer was treated with intravenous drip. Customer experienced increased thirst as symptoms due to high blood glucose event. Customer stated that ketone value was 7. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.